Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc concluded there was the possibility this phenomenon was attributed to deterioration of the subject device, because the reported phenomenon had been duplicated the reported phenomenon at the evaluation of sorc and it was found and caused by the led unit failure of the subject device. The led unit failure might have occurred due to long term repeating use of the subject device because it has passed more than 7 years since the subject device was manufactured and its led unit failure might have caused the error, e105. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the led unit failure of the subject device which occurred the error e105. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, e105 (lamp error) which indicates the subject device is damaged was displayed during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.